Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high basophil differential results generated by the coulter hmx hematology analyzer with autoloader for one patient. The specimen was rerun twice on an alternate unit and lower results were obtained. Manual differential was not performed. The erroneous results were not reported outside the laboratory patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was collected in a 4 ml bd edta vacutainer tube and sampled within 5-10 minutes of collection qc is within specification with respect to controls (accuracy) and reproducibility (precision). Qc were run pre and post the event and recovered within assay limits. A bci field service engineer (fse) was not dispatched a clear root cause can not be determined for this event.